Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, stating that the screen was frozen and unresponsive. There was no reported impact on the customer¿s blood glucose level. The customer attempted a pump reset following instructions from technical support, but the screen remained unresponsive. The customer switched to an alternate form of insulin therapy using multiple daily injections (mdi) as a backup. Technical support provided instructions for putting the pump into storage mode and arranged for the return of the malfunctioning pump with a pre-paid shipping label.